Manufacturer narrative:
Site representative, (B)(6) declined to provide patient information. Return requested. Replacement device shipped to site 10/05/2016. Medtronic investigation of returned suspect device finds that the end cap has been broken from the handle and is missing. Otherwise, the handle receives and releases instruments without issue. The ratcheting mechanism functions normally.

Event description:
A medtronic representative received a report from the site coordinator that, while in a spine procedure, the site's small straight ratcheting handle was damaged. The metal end cap was broken off in the surgery. The handle came back from sterile processing department (spd). No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.